Manufacturer narrative:
Based on the claim against the product noting damage to the black part/insulation of an mcs, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. Isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that the monopolar curved scissor (mcs) instrument was noted to have damage in black part/insulation. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information. However, the reporter could not provide further details regarding the reported event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissor (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of scratch marks/ abrasions on the instrument tube extension to be related to the customer reported complaint. The instrument tube extension exhibited signs of scratch marks/abrasions measuring roughly 0.041¿ x 0.087¿.